Event description:
It was reported that the customer passed away. The customer's sister stated that it's unknown if the customer was wearing the insulin pump at time of death. Possible cause of death was over delivery or drug interaction. The sister stated that she can not verify the serial number of the device because the coroner's office has all the customer's personal belongings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.